Manufacturer narrative:
Motion sensor test failure alarm during rewind due to motor encoder signal out of phase. Unable to perform the self test, unexpected restart. A cold reset was performed error test, displacement test, rewind, basic occlusion test, occlusion test, prime compromised force sensor system test and excessive no delivery test, or verify the operating currents due to motor error alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm. Insulin pump history showed motion sensor test failure alarm. The customer was able to clear the alarm and able to rewind insulin pump as well. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.